Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a blood leak. In a follow up the manager, registered nurse (rn), clarified that the blood leak occurred within first few minutes after starting the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a blood leak. In a follow up the manager, registered nurse (rn), clarified that the blood leak occurred within first few minutes after starting the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer.the treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.